Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bsm-1733a randomly shut down during transport. He changed the batteries and after 10 hours, the device got very hot. At the time of the call, the bsm would not power on. No patient harm was reported. Investigation summary: multiple attempts have been made to request additional information and the return of the reported device for evaluation. However, no response was received and the device was never sent in. Therefore, no further investigation could be performed. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the bsm was connected to an unspecified brand of cns (not nk's). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bsm-1733a randomly shut down during transport. He changed the batteries and after 10 hours, the device got very hot. At the time of the call, the bsm would not power on. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm-1733a randomly shut down during transport. He changed the batteries and after 10 hours, the device got very hot. At the time of the call, the bsm would not power on. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the bsm was connected to an unspecified brand of cns (not nk's).

Event description:
The biomedical engineer (bme) reported that the bsm-1733a randomly shut down during transport. He changed the batteries and after 10 hours, the device got very hot. At the time of the call, the bsm would not power on.